Event description:
It was reported that the recently implanted vns patient developed an infection at the generator incision site. The patient¿s generator was explanted on (B)(6) 2007 and the incision site was cleaned. The patient¿s lead was explanted on (B)(6) 2007 when the infection failed to resolve. The patient was re-implanted on (B)(6) 2009.

Manufacturer narrative:
.